Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history review (lot f1534908) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all process specifications, including quality control acceptance criteria prior to release. It was reported that the deployer who was in training applied excessive tension and pulled the balloon through the arterial wall. Based on the information provided, the root cause of the reported event was user handing error. It should be noted that the mynxgrip instructions for use (IFU) states that "while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy), open the procedural sheath stopcock and confirm temporary hemostasis." Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip vascular closure device pulled through the arterial wall during the deployment procedure. The device was appropriately prepped following the diagnostic coronary procedure and inserted through the 6f procedural sheath. Temporary hemostasis was achieved and confirmed when the side port of the procedural sheath was opened. The sealant was shuttled down completely, unsheathed and tamped. Significant resistance was not felt when shuttling down. Excessive tension was applied when retracting the procedural sheath which resulted in the balloon pulling through the arterial wall and out of the patient. Manual compression was immediately applied for 30 minutes or less and hemostasis was achieved. Patient did not report any pain and was taken to recovery. The patient's hospitalization was not prolonged as a result of the mynx event. The patient condition was described as fine. No further information is available. Vessel size: 6 mm stick location: medium.